Event description:
It was reported that the reservoir leaked. Customer noticed condensation in the reservoir window. The reservoir was removed and insulin came out of the insulin pump. The blood glucose reading were high all day. Reservoir leaked inside of the reservoir compartment. Reservoir leaked past the second o-ring. The current blood glucose reading is 301 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.